Event description:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the bad contact of external paddle. The reported problem was confirmed. The device was operational after repairing the external paddle. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.